Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a tep hernia repair procedure, the balloon would not inflate. To correct the condition, they replaced the device with a new one. There was no patient injury. The last known patient condition is stable.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The dissector balloon appeared intact. Functionally, the dissector balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.